Manufacturer narrative:
(B)(4). The customer reported that the device fell and broke apart. The local philips field staff reported that the monitor fell during the transport between two services. No patient harm was reported. Philips has not yet verified that there was no malfunction. Philips will report this damage in abundant caution. Philips is continuing this investigation and a final report will be sent after the investigation has been completed.

Event description:
The customer reported that the vm6 monitor was damaged as the result of a fall during transport. No patient harm was reported.